Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that tube's gel is not separating properly. "Our site had a gel migration issue with 5ml golds."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: it was reported that tube's gel is not separating properly. "Our site had a gel migration issue with 5ml golds."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 31-mar-2022. H6: investigation summary: bd received samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for poor barrier separation was observed. Additionally, fibrin was observed in the photos. The samples were tested and the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Bd¿s technical service determined inadequate centrifugation by customer. The customer was provided guidance for this issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. Bd determined that the root cause of the indicated failure mode was attributed to inadequate centrifugation. H3 other text : see h10.